Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2022. Blood glucose level at the time of the incident was 990 mg/dl which was treated with intravenous insulin drip. The current blood glucose was 92 mg/dl. During troubleshooting, the customer alleged under delivery of insulin because the patient felt that way since it had been happening for 3 weeks. The insulin pump failed high pressure test. No further complications were reported. The customer will discontinue to use of the device and the insulin pump will be returned for analysis.

Event description:
Caller reported that customer was in the emergency department on (B)(6) 2022 and was sent home after change of insertion site. Please see (B)(4) for the (B)(6) 2022 event. Customer visited the emergency room and was hospitalized on (B)(6) 2022 at 10:00 for high blood glucose of 990mg/dl and diabetic ketoacidosis. Customer was feeling sick/unwell, tired/weak, had extremity pain/cramps, and was vomiting. Customer also had ketones. Customer had treated with the pump and was given insulin drip in the hospital. Customer had changed basals prior to the event. Pump did not pass the high pressure test. Customer alleged under delivery. Pump was used at the time of the incident. It was unknown if sensor was used.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 and h6 section.